Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 77" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.